Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). After performing rotational atherectomy and predilation, the 2.75x20mm promus premier stent delivery system (sds) was advanced to the lesion. The physician attempted to inflate the sds balloon; however, the balloon failed to inflate. The physician suspected that it was a problem with the inflation device; however, when the inflation device was exchanged and the balloon was inflated again the balloon ruptured. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications reported and the patient¿s current condition is good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found a large build-up of solidified blood inside the inflation lumen. No other damage was visible. The stent was uniformly crimped onto the balloon. The balloon did not appear to have been subjected to any positive pressure. The device was attached to an encore unit and an attempt was made to inflate the balloon without success. The failure to inflate the balloon is consistent with the large build-up of solidified blood that was present inside the inflation lumen. As a result the device was immersed in warm water in an attempt to dissolve the solidified blood. However all additional attempts to inflate liquid into the balloon failed. An examination of the bi-component bond was not visible as a result of the large build-up of solidified blood inside the lumen. As a result the shaft was dissected and an examination of the bi-component bond found no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). After performing rotational atherectomy and predilation, the 2.75x20mm promus premier stent delivery system (sds) was advanced to the lesion. The physician attempted to inflate the sds balloon; however, the balloon failed to inflate. The physician suspected that it was a problem with the inflation device; however, when the inflation device was exchanged and the balloon was inflated again the balloon ruptured. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications reported and the patient's current condition is good.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).